Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been elevated for the past 3 days. Elevated bgs were treated by administering a bolus from the pump. The customer's contact indicated that the customer had been sick. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.